Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was not rewinding back button was sticking. The customer¿s blood glucose was 200 mg/dl at the time of incident. The customer reported that the insulin pump had small scratch on the screen and also received insulin flow blocked. The insulin pump will be returned for analysis.

Manufacturer narrative:
Rewind anomaly, no delivery alarm and insulin flow block alarm confirmed during testing due to moisture damage to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to critical pump error (open book image) alarm.